Event description:
Two implants were placed in tooth position #22 and #27. One week later, pt still had diffuse tenderness. Placed pt on pen vk 500mg. In jan. 1996, pt began having discomfort on lower right. On 2/29/96, implant was found to be loose and was removed two weeks later.